Event description:
New information noted that insulation damage was observed on the lead.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.